Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application froze with an hourglass spinner after interrogation of a device upon reaching the data summary screen. Troubleshooting steps were taken to include providing guidance to disable automatic initial report generation and advising that reports would need to be generated manually for saving. No patient complications have been reported as a result of this event.